Event description:
It was reported to MFR that a customer had a problem with a trach brush. The customer stated, that a patient had a trach brush break and fall down his trach. He was able to retrieve it and no medical attention was required.

Manufacturer narrative:
Per the customer, a sample will not be returned for investigation. An investigation is currently underway, upon completion the results will be forwarded.